Manufacturer narrative:
Device evaluation of battery sn (B)(6) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse events occurred from the damaged battery. Manufacture dates: monitor sn (B)(6) - 12/08/2020. Battery sn (B)(6) - 04/05/2018. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a french patient's monitor would not power on and the battery would not power on the monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a french patient's monitor would not power on.